Event description:
This report summarizes 8 malfunction events in which the device or cutting accessory fractured. 2 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 8 devices were evaluated based on historical data analysis. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.